Event description:
Same case as 2134265-2013-03053. It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the balloon catheter got stuck on the guidewire. The target lesion was located in the posterior tibial artery. The 2.0mmx150mmx90cm coyote balloon catheter was advanced over a platinum plus guidewire and pta performed without problems. After that the catheter got stuck on the wire and was unable to be removed. The catheter and guidewire were removed as one system. The procedure was completed with another 2.0x150mmx90cm coyote balloon catheter and an unspecified guidewire. No patient complications were reported and patient status is "no harm to patient".

Manufacturer narrative:
Device evaluation: the device was received stuck inside a coyote catheter. The guidewire presents a kink at the middle of the wire near the coyote. Additionally was found the coating peeled. During analysis when trying to pulled out the wire from the coyote the wire tip got damaged. The device was disassembled and human residues were found inside. All the outer diameter measurements are within the specifications. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-03053. It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the balloon catheter got stuck on the guidewire. The target lesion was located in the posterior tibial artery. The 2.0mm x 150mm x 90cm coyote balloon catheter was advanced over a platinum plus guidewire and pta performed without problems. After that the catheter got stuck on the wire and was unable to be removed. The catheter and guidewire were removed as one system. The procedure was completed with another 2.0mm x 150mm x 90cm coyote balloon catheter and an unspecified guidewire. No patient complications were reported and patient status is "no harm to patient".

Manufacturer narrative:
(B)(4).